Event description:
The customer stated that they received erroneous results for one patient tested with accuchek inform ii meter serial number (B)(4). At 11:31 a.m., a sample from the patient was tested using the complained meter, resulting with a glucose value of 398 mg/dl. Within 10 minutes of the first test, a sample from the patient was tested using the complained meter, resulting with a glucose value of hi (> 600 mg/dl). At 11:38 a.m., a sample from the patient was tested using a second accuchek inform ii meter, resulting with a glucose value of 147 mg/dl. No adverse events were alleged to have occurred with the patient. The patient is in well condition. No medication was administered to the patient based on the high meter results. Controls passed on both meters within 24 hours of the event. The customer's meter was requested for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.